Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: essure device was parallel to the right fallopian tube at the fundus of the uterus"), device dislocation ("outside of uterus /perforated essure tubal occlusion device/ right coil was embedded on outside of uterus"), gastrointestinal injury ("sharp intestinal trauma of the right abdominal sidewall"), pelvic pain ("pelvic pain/right lower quadrant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 32-year-old female patient who had essure (ess205) (batch no. 12258005; 12256351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device failure "device failure". The patient's concurrent conditions included gestational diabetes and overweight. Concomitant products included oral contraceptive nos from 2003 to 2005 for contraception. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine/headaches") and weight increased ("weight gain"). In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal adhesions ("bowel adhesions"), anxiety ("anxiety"), ovarian cyst ("cyst in ovary that doesn¿t go away"), bartholin's cyst ("bartholin¿s cyst") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with sertraline (zoloft), surgery (B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery), surgery (B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery), surgery (B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery) and surgery (B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, gastrointestinal injury, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, abdominal adhesions, weight increased, anxiety, ovarian cyst, bartholin's cyst and back pain had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal adhesions, abdominal pain, anxiety, back pain, bartholin's cyst, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per mr: procedure: the essure devices were placed with a small amount of difficulty, and the right ostia had a little bit of a plug that was resolved using a polyp forceps passing through the tubal ostia. The right essure was placed noting only 2 coils in the endometrial cavity. The left fallopian tube was placed noting no coils in the endometrium after placement. Per pfs: she had not underwent esure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: no spillage of contrast through fallopian tubes pregnancy test - on (B)(6) 2005: positive. Lot number: 12256351 manufacture date: 2004-04, expiration date: 2005-08. Lot number: 12258005 manufacture date: 2004-05, expiration date: 2005-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc (product technical complaint)) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: essure device was parallel to the right fallopian tube at the fundus of the uterus"), device dislocation ("outside of uterus /perforated essure tubal occlusion device/ right coil was embedded on outside of uterus"), gastrointestinal injury ("sharp intestinal trauma of the right abdominal sidewall"), pelvic pain ("pelvic pain/right lower quadrant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 32-year-old female patient who had essure (ess205) (batch no. 12258005; 12256351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device failure "device failure". The patient's concurrent conditions included gestational diabetes and overweight. Concomitant products included oral contraceptive nos from 2003 to 2005 for contraception. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine/headaches") and weight increased ("weight gain"). In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal adhesions ("bowel adhesions"), anxiety ("anxiety"), ovarian cyst ("cyst in ovary that doesn¿t go away"), bartholin's cyst ("bartholin¿s cyst") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with sertraline (zoloft), surgery (((B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery), surgery (((B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery), surgery (((B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery) and surgery (((B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, gastrointestinal injury, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, abdominal adhesions, weight increased, anxiety, ovarian cyst, bartholin's cyst and back pain had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal adhesions, abdominal pain, anxiety, back pain, bartholin's cyst, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per mr: procedure: the essure devices were placed with a small amount of difficulty, and the right ostia had a little bit of a plug that was resolved using a polyp forceps passing through the tubal ostia. The right essure was placed noting only 2 coils in the endometrial cavity. The left fallopian tube was placed noting no coils in the endometrium after placement. Per pfs: she had not underwent esure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: no spillage of contrast through fallopian tubes pregnancy test - on (B)(6) 2005: positive. Most recent follow-up information incorporated above includes: on 4-apr-2018: this case is medically confirmed. Reporter information was added. Patient demographic and concurrent condition was added. Lab data was added. Essure insertion was updated. Essure was ongoing at the time of the report. Essure indication was amended. Essure lot number was added. Her concomitant/treatment medication was added. Following events migration of essure device location of device: essure device was parallel to the right fallopian tube at the fundus of the uterus, outside of uterus /perforated essure tubal occlusion device/ right coil was embedded on outside of uterus, sharp intestinal trauma of the right abdominal sidewall; pregnancy (no complications), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraine, headaches; bowel adhesions, device failure, weight gain, cyst in ovary that doesn¿t go away, anxiety, bartholin¿s cyst back pain and device ineffective were added. She had not recovered for the aforementioned event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: essure device was parallel to the right fallopian tube at the fundus of the uterus"), device dislocation ("outside of uterus /perforated essure tubal occlusion device/ right coil was embedded on outside of uterus"), gastrointestinal injury ("sharp intestinal trauma of the right abdominal sidewall"), pelvic pain ("pelvic pain/right lower quadrant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 32-year-old female patient who had essure (ess205) (batch no. 12258005; 12256351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device failure "device failure". The patient's concurrent conditions included gestational diabetes and overweight. Concomitant products included oral contraceptive nos from 2003 to 2005 for contraception. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine/headaches") and weight increased ("weight gain"). In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal adhesions ("bowel adhesions"), anxiety ("anxiety"), ovarian cyst ("cyst in ovary that doesn¿t go away"), bartholin's cyst ("bartholin¿s cyst") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with sertraline (zoloft), surgery (((B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery), surgery (((B)(6) 2010) laparoscopic removal of right essure coil during exploratory abdominal surgery). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, gastrointestinal injury, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, abdominal adhesions, weight increased, anxiety, ovarian cyst, bartholin's cyst and back pain had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal adhesions, abdominal pain, anxiety, back pain, bartholin's cyst, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: per mr: procedure: the essure devices were placed with a small amount of difficulty, and the right ostia had a little bit of a plug that was resolved using a polyp forceps passing through the tubal ostia. The right essure was placed noting only 2 coils in the endometrial cavity. The left fallopian tube was placed noting no coils in the endometrium after placement. Per pfs: she had not underwent esure removal or currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: no spillage of contrast through fallopian tubes. Pregnancy test - on (B)(6) 2005: positive. Lot number: 12256351 manufacture date: 2004-04 expiration date: 2006-02. Lot number: 12258005 manufacture date: 2004-07 expiration date: 2006-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (essure removed surgically). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.